Manufacturer narrative:
Product complaint # (B)(4). Batch # t5dm3k. The following information was requested, but unavailable: what healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Did the device staple at all? If so, please describe the shape. Will the colostomy be reversed? What is the current status of the patient? Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut, indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint (B)(4). Date sent: 01/15/2020. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? R: proctologist surgeon with high competence in staple. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? R: b high. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? R: yes. Was the device difficult to close? R: do not. Was the device difficult to fire? R: do not. Did the healthcare professional receive audible & tactile feedback when firing the device? R: if he received it, due to the sound of the cut which he did not feel. Were the donuts inspected? If so, please describe? R: if the donnas were evidenced, which are complete both the proximal and distal end. Was a complete transection of the white breakaway washer visually confirmed? R: yes. Did the device staple at all? If so, please describe the shape. R: the device short but not staple. Will the colostomy be reversed? R: yes. What is the current status of the patient? R: currently recovering at home with colostomy.

Manufacturer narrative:
(B)(4). Batch # unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.   Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that per doctor's account: "last night I was performing a left laparoscopic colectomy for diverticular disease, I was going to perform the rectal colon anastomosis, which was requested circular stapler number 29, it was requested the closure of it to complete the procedure. Stapler already mentioned only makes the cut without performing the anastomosis stapling, we realized it at the time of cleaning and washing the total dehiscence which serious problem was caused. Due to this, the patient is converted into laparatomy and ending with colostomy.